Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent overnight low blood glucose events, consistent with a trend of nocturnal hypoglycemia, and was advised to consult their trainer or care team about setting a secondary nighttime target. Symptoms included hypoglycemia requiring treatment with oral glucose. Outcomes included recovery with self-treatment and no hospitalization. Investigation included collection of a blood glucose questionnaire and provision of troubleshooting and education. Investigation of this case revealed no device malfunction and no identifiable device component issue, and the user¿s glucose had stabilized by morning. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.